Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that approximately two years post implantation of cypher stents, this patient suffered very late instent thrombosis. The plaintiff underwent cardiac surgery on (B)(6) 2005. During this operation, cypher stents were implanted in his coronary arteries. The stent was placed in plaintiffs left anterior descending artery. The plaintiff received the stent following an acute myocardial infarction (mi). The lesions, which necessitated the implantation of the stents, were "de novo lesions of 15mm to 30 mm long in arteries that were 2.5 mm to 3.5 mm wide." After implantation of these stents, on or about (B)(6) 2007, plaintiff suffered a subsequent thrombosis at the site of the stent(s). The stents remain implanted thus unavailable for analysis. There is no sterile lot number information available thus no dhrs could be performed. Very late thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. It is unknown if the patient was maintained on an antiplatelet medication regimen. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information does not suggest what factors may have contributed to this event of very late thrombosis.

Event description:
The following information was received from a legal file. Plaintiff underwent cardiac surgery on (B)(6) 2005. During this operation, cypher stents were implanted in his coronary arteries. The stent was placed in plaintiffs left anterior descending artery. The plaintiff received the stent following an acutemyocardial infarction (mi). The lesions, which necessitated the implantation of the stents, were not "de novo lesions of 15mm to 30 mm long in arteries that were 2.5 mm to 3.5 mm wide." After implantation of these stents, on or about (B)(6) 2007, plaintiff suffered a subsequent thrombosis at the site of the stent(s) causing serious personal injury and requiring substantial medical treatment and/or the requirement of lifetime plavix therapy.